Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to unresponsive buttons.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had keypad issue and stuck button alarm. The customer¿s blood glucose level was unknown. Customer reported that the insulin pump had failed battery test alarm. Customer reported that the insulin pump had low battery alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.